Event description:
It was reported that the microcatheter separated. A straight tip 105cm truselect microcatheter was selected for use in an interventional radiology case. During the procedure, the microcatheter separated while loading over the fathom guidewire. Separation occurred at the transition from the flexible portion of the microcatheter to the more solid body of the microcatheter. The device was removed, and another truselect of the same size was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a truselect microcatheter. The device shaft was microscopically analyzed for any damage. The device showed a separation located 78.5cm from the hub. There were kinks located 11cm to 14cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A separation and kinks were confirmed.

Event description:
It was reported that the microcatheter separated. A straight tip 105cm truselect microcatheter was selected for use in an interventional radiology case. During the procedure, the microcatheter separated while loading over the fathom guidewire. Separation occurred at the transition from the flexible portion of the microcatheter to the more solid body of the microcatheter. The device was removed, and another truselect of the same size was used to successfully complete the procedure. No patient complications were reported.